Event description:
Nurse on neurological intensive care unit heard a pop and saw a spark on the right side of the patient's head. The nurse realized it was the flowtron excel. The nurse promptly unplugged the flowtron excel. Upon examination the nurse noted a tear in the cord with wires exposed on the floor. Flowtron excel taken out of service. No untoward patient effects.